Event description:
Per the clinic, the device has been explanted on (B)(6) 2012, due to a chronic mastoid infection. Treatment with antibiotics (type and date not reported) was unsuccessful. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.